Manufacturer narrative:
Date sent to the FDA: 02/01/2022. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted it was found that bowel was tightly adhered to the mesh, necessitating extensive lysis of adhesions and a bowel resection. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.